Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) lead diagnostics showed high impedances. The patient underwent surgical intervention on (B)(6) 2017 where the lead and anchor were removed and replaced. The lead appeared to have kinked due to the tight curve in the lead from the implant procedure. The physician believes the implant technique caused the issue. Therapy has been restored.